Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutpro-29, serial/lot #: (B)(4), ubd: 12-oct-2019, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a balloon aortic valvuloplasty (bav) was performed with a 23 millimeter (mm) non-medtronic balloon. During implant, the valve was recaptured once due to implant depth. After repositioning, hypotension was noted and the valve was implanted quickly at a depth of 10mm. The blood pressure recovered and the vessels were closed. A few minutes later, hypotension was noted and angiogram revealed a dissection from the annulus to the ascending aorta. Subsequently the procedure was converted to surgery. It was reported that the surgical intervention was a conduit and was not successful. The patient died one day after valve implant. Per the physician, the dissection may have been caused by the recapture of the valve. Per the physician, it was also possible that the dissection was caused by the balloon aortic valvuloplasty (bav). It is unknown whether an autopsy was performed.

Manufacturer narrative:
It was reported that during implant, the valve was recaptured once due to implant depth. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Cine films were returned. The cine films confirmed that a pre-implant balloon aortic valvuloplasty was performed. The cine films did not confirm the valve was recaptured or the state of the patient after this recapture. The angiography of the fully deployed valve did reveal an aortic dissection, however the origin and cause are unknown. The cine films did not confirm the patient was surgically repaired. Various factors can affect valve positioning including the patient anatomy or physician technique and the cause in this case could not be determined with the available evidence. Positioning difficulties do not typically indicate a device manufacturing issue. Vascular injuries, such as dissection, and death are known potential adverse patient effects per the instructions for use (IFU) and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. Hypotension is a known potential adverse effect per the IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. Per the physician, the dissection may have been caused by the recapture of the valve or possibly by the balloon aortic valvuloplasty (bav). The cause of the dissection and its potential relationship to the delivery catheter system (dcs), cannot be conclusively determined based on the available evidence. Review of this event found that the valve most likely did not malfunction or cause the reported dissection that led to patient death. The physician stated that it may have been caused by the recapture process using the delivery catheter system (dcs) or that it was possibly due to the balloon aortic valvuloplasty (bav) that was performed prior to the valve being implanted. There was no information or evidence to suggest a device quality deficiency that may have caused or contributed to this event, however a conclusive root cause cannot be determined based on the available evidence. If information is provided in the future, a supplemental report will be issued.